Event description:
Reporter alleged the blood glucose monitoring device's third pin appears slightly blackened. It was stated it was not known when the meter was last cleaned, however, when cleaned, a gauze is used that was formerly sprayed with a 10% bleach solution. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.